Manufacturer narrative:
During quality investigation testing, the customer's complaint was confirmed. Further investigation revealed wide spread corrosion within the device. The mid speed motor was identified as the primary cause of the failure. The culprit parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating and leaking during regular maintenance check. No adverse event was associated with the device.